Manufacturer narrative:
(B)(4). The reported field event of being unable to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the ser screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. (B)(4).

Event description:
It was reported that it was not possible to implant the device due to difficulties with the header screw, it could not be tightened. A new device was used and the procedure could be finished. No adverse consequences for the patient.